Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. A visual evaluation of the photograph shows visible air bubbles within the IV set. The reported defect was confirmed. While an exact root cause could not be determined, a possible root cause of air in line alarms could be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line, trouble shooting completed. Tubing properly loaded, IV line primed through pump, visualized tubing, no visible bubbles, changed tubing". No injury reported.

Manufacturer narrative:
The purpose of this follow-up MDR is for the correction of h6 - clinical code.